Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The helix of the lead was extrinsically bent, but the helix extended and retracted smoothly with no anomalies. A visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the pre-implant testing, the right ventricular (rv) lead helix did not come out even after thirty turns. The rv lead was not used and a different lead was implanted. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.